Manufacturer narrative:
(B)(4). It was reported that the patient did not had any peritonitis events prior to all the three hospitalizations. It was reported the source of sepsis was unknown as all the peritoneal effluent cultures were negative and the patient did not had any peritonitis events prior to hospitalizations; therefore, this product is no longer considered suspect in this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced sepsis coincident with peritoneal dialysis (pd) therapy. The cause of the sepsis was not reported. Nine days prior to the receipt of this report, the patient was hospitalized for unrelated events. It was not reported if the hospitalization was prolonged due to the event of sepsis. One day prior to the receipt of this report, the patient was discharged from hospital and got readmitted to hospital seven days later due to an unrelated event. The treatment received for sepsis was not reported. At the time of this report, the patient was still hospitalized due to an unrelated event; however, it was not reported if the event of sepsis prolonged the repeat hospitalization. The patient was not recovered from the sepsis event. The pd therapy was ongoing. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The date of onset of the sepsis event was on an unreported date in (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.